Event description:
Service was requested on this device based upon a report of pump overinfusing. Facility was not able to provide information on testing parameters that were used to determine this overinfusion. No record of any patient incident associated with this device since the last baxter service event. The facility's rep was unable to provide any additional details regarding when or where the failure was identified, or a contact with this information. The pump will be sent to baxter pal for evaluation.